Manufacturer narrative:
Date sent to FDA: 09/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the old mesh had folded into one aspect of the recurrent umbilical hernia sac, with incarcerated omentum and small bowel adhering to the sac and the anterior abdominal wall. It was reported that the patient experienced severe pain, nausea, inflammation and discomfort. No additional information is provided.